Event description:
Baxter (B)(4) received a report that a 5 ml/hr folfusor underinfused during patient use. A volume of 230 ml was expected to completely infuse over 46 hours. After 72 hours the patient returned to the hospital with 100 ml left in the device. This implies a 1.81 ml/hr flow rate, which is 36% of the expected flow rate. The device was filled with a 230-ml solution of fluorouracil and saline. Infusion flow rate less than 70% of expected rate could lead to a serious injury. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This product is not distributed in the us and does not have a 510(k) number.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing 95 ml of fluid in the reservoir. Visual examination of the sample showed no sign of physical abnormality. An accuracy flow test was performed on the sample for 43.5 hours. At the end of the flow test period, the infusor produced the following flow rates: calculated flow rate = 4.61 ml/hr, normalized flow rate = 4.72 ml/hr, specification range = 4.50 ? 5.50 ml/hr. The infusor produced functional results within the specification range; the device performed as expected. The reported condition of an overinfusion was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.